Event description:
It was reported by the wound ostomy continence nurse that she has been seeing the patient since the (B)(6) 2014. Per the information received, the patient has developed redness in the 3 and 9 o'clock areas where the device was used to fill in a dip. On some visits the patient showed improvement and then developed folliculitis and a fungal rash and was treated by the nurse practitioner who prescribed nystatin powder. Patient was seen on (B)(6) 2014 and the redness is now a mirror image of the device with migration to the current wafer. The patient wears an ostomy belt and uses minimal products on his skin per recommendations of the wound ostomy continence nurse, who also discontinued the current product and applied a competitors system.

Manufacturer narrative:
Based on the available information this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6).